Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: during investigation, there was no activity relating to the complaint observed in the black box or download history. There was no overheating duplicated during testing. The pump electrical current draws were found to be within specification. There was corrosion found in the battery compartment. The battery compartment was found to be cracked. The pump leaked at the battery compartment. The pump was opened and there was no damage or further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - moisture ingress with damage) issue. It was noted that there was moisture within the pump and there was damage to the battery compartment. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.